Event description:
It was reported following a fall against the device, the patient experienced intermittent shocking on their stomach and leg, even when the device was turned off. The hcp saw the patient and x-rays were to be taken. No outcome was reported.